Event description:
The customer reported approximately one half milliliter of white fluid leaked outside the instrument behind the close-mode door area involving the coulter act diff 2 analyzer. The customer also noticed the fluid dried behind the close-mode door. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The laboratory has an exposure control plan in place. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the probe was leaving diluent on closed vial aspiration area after aspiration was completed. No fluid leak was observed from the tubing. The fse discovered the waste tubing was creased causing the waste not to be removed completely. The fse replaced the affected waste tubing and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).